Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had piston did not move during the rewind even when the pump proceed to the next screen. The customer level was 110 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during motor rewind. Per visual inspection the home motor switch is covered with rust and corrosion due to insulin leaking into the device. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due to pump error 38. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip.